Manufacturer narrative:
The sapien 3 valve was not returned to edwards as it remains implanted in the patient. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. With the limited information provided, the exact cause of the reported worsening pvl 3 years post implant could not be confirmed. Investigation results suggest in addition to possible cardiac remodeling, under expansion of the initial valve during deployment may have contributed to the worsening pvl and subsequent re-dilation of the valve and deployment of a second valve. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, approximately 3 years post implant of a 23mm sapien 3 valve in the aortic position, paravalvular leak (pvl) was observed. The initial valve appeared to be under expanded on fluoroscopy. An unsuccessful attempt was made to place a vascular plug. Re-dilation of the valve was then performed; however, the pvl was not resolved. A 23mm sapien 3 ultra valve was prepared with nominal plus 1cc of volume and implanted in the existing sapien 3 valve, resolving the pvl. At the time of the report, the patient was in stable condition.